Event description:
Additional information received reported the patient had an infection and the ins was removed due to infection. It was reported the infection was not due to the ins but due to a skin reaction. It was reported ¿something¿ was used on the patient¿s skin during surgery and he had a reaction to it. It was reported the date of the explant was unknown. The patient reportedly hoped to have the ins implanted again but had some ¿other medical issues¿ to take care of.

Event description:
It was reported that the patient was implanted with an implantable neurostimulator (ins), but it got infected and the health care professional (hcp) had to remove the ins. It was noted that the patient was affected by a cleaning agent, which caused blisters in the area and that resulted in an infection. It was noted that the patient didn¿t get much of a chance with the permanent implant to try adjustments to see if it would work to relieve his pain. It was reported that perioperative antibiotics were administered. It was noted that the patient had meningitis. It was noted that the patient experienced redness and swelling. It was noted that the primary location of the infection was in the device pocket. It was further noted that a culture was obtained from the device pocket. It was noted that the patient had a staph infection. It was noted that the patient was given IV antibiotics and oral antibiotics. It was further noted that the patient¿s device system was explanted. It was noted that the infection was resolved. It was noted that post-op wound or skin contamination was a risk factor that occurred prior to the implantation of the device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
It was previously reported in error that the patient had meningitis. It was reported the patient did not have meningitis.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).